Manufacturer narrative:
All cannulas used by sofic to manufacture this batch of needles were delivered to sofic with a certificate of compliance with the iso 9626 standard (relative to the stainless steel needle tubing). Stiffness and breakage tests comply with the requirements of the iso 9626 standard. Additional bending and dynamometer tests carried out by sofic on the returned samples did not show any defect. No defect was detected on the needles from the batch during analysis and tests. No other complaint was received for this batch (f05595aa) out of (B)(4) needles sold. In the absence of the actual defective needle in the case reported and no fault was detected during tests of the retain samples for this batch, it is difficult to determine the cause of the problem. The incident seems to be due to the non-observance of the instructions for use.

Event description:
Additional information received on 05-jun-2017 via distributor: on 01-may-2017, dealer spoke with assistant, the assistant said that at least two suspect device broke with dentist during a root canal procedure. The assistant said no photos of the breakage and the pieces were retrieved with no patient harmed. Samples are expected to be returned. Investigation report by manufacturer received on 02-jun-2017: no defect was detected during analysis of the retain samples from the suspect device in question. No other complaint was received for the batch of suspect device concerned. Causality assessment on 27-jun-2017 on additional information received on 02-jun-2017 and 05-jun-2017: a. Seriousness: serious (device breakage is a medically important event). B. Listedness/expectedness: device breakage: unexpected us. C. Causality the investigation report from manufacturer concludes that no defect was detected on the needles from this batch during analysis and tests and it is difficult to determine the cause of the reported event. Therefore the previous assessment does not change and the causality between the medical device and device breakage was assessed as unlikely. Concluded causality who: unlikely. The new report from the manufacturer on 29-jun-2017 including the samples received from the canadian affiliate does not change the previous assessment and the causality assessment. Concluded causality who: unlikely.

Event description:
Spontaneous report. (B)(4). Initial information received by dealer henry schein on 18-apr-2017 and forwarded to septodont on 20-apr-2017. On (B)(6) 2017, the dentist was using a ligajet gun (syringe gun) in a (B)(6) female patient, and suspect device henry schein premium needles 30ga x-short (batch f05595aa, expiration date: 2021-09) "broke while numbing the tooth in the tissue wasn't very deep either." It was not sure if the incident involved 2 patients or just 1 patient. Causality assessment on 15-may-2017 on initial information received on 20-apr-2017: a. Seriousness: serious (device breakage is a medically important event). B. Listedness/expectedness: device breakage: unexpected us. C. Causality: a) latency: compatible. B) recognized association: no. C) analysis: the possible causes for the reported event may be the bending of the needle before use, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure. The quality defect of the needles may be excluded when the analysis report will be available therefore, considering the available data, the causal relationship between the device and the incident was considered as not assessable. D) dechallenge: na. E) rechallenge: na. Concluded causality who: not assessable.